Event description:
Patient has a malfunctioning pump where cadd ms3 (B)(4) will not fill tubing. Author advised patient ot change out batteries and redo process. Patient states she did but it is still not filling tubing a patient switched to back up pump. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.